Manufacturer narrative:
A local philips clinical specialist visited the site 6 hours after the incident. The specialist gathered log files and screen shots and asked questions of the users. The specialist tested the telemetry transmitter involved with a patient simulator and found the device in use with the information center worked normally. The patient cables were functional but were noted to not be fully seated/inserted into the transmitter at the time of evaluation. It is not known if this was the case at the time of the incident. The alarm logs were reviewed however the logs do not contain relevant data for this incident. Strips show an ECG signal present at 00:24:37 however there is artifact present and signal dropouts noted. At 00:25 there is a complete loss of signal. Earlier data from 22:38 showed easi leads in use with an absent secondary lead and intermittent primary lead with dropouts noted. The head nurse indicated that there had been loss of signal and/or weak signal before 00:34 but then a complete loss occurred and a "no signal" inop was described at the information center display. The customer also indicated that when staff noted there was no data, they checked the transmitter and cables and then compensated for the issue by checking the patient more frequently however during the night shift they were not able to intervene to make any further changes in monitoring. No malfunction occurred. The customer reported initially that they did not receive alarms for a telemetry patient when the signal was inadequate and dropout/signal loss occurred. The patient went unmonitored for a period of time. Based on a review of provided data and an interview of the head nurse along with testing of the product involved by a local philips clinical specialist, the transmitter and central monitor were operational when tested with a simulator. The patient was positioned in a location that was not set up for wireless monitoring coverage which contributed to signal loss. The customer has agreed that "no signal" inop was shown at the central monitor when the signal was lost. The staff attempted to monitor and check the patient more carefully however they were not able to do this adequately on night shift. Use of the device is deemed a factor in the death of the patient. The product remains in use. Additional wireless coverage has been provided for the room involved which was never set up to be a patient room previously. The issue is not consistent with a product failure of the alarm system. The customer has been notified of the results of the investigation.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that on (B)(6) 2016, the patient in bed 10/4 was walking to the bathroom at 05:00 and was found dead at 05:50. The last information sent from the patient's telemetry device to the information center was 4 and 1/2 hours earlier at 00:34. After that time, no data was sent from the telemetry device to the information center. The customer has reported that no alarms were provided at the central during this timeframe.